Event description:
The customer reported that while patients were being monitored on the panorama central station with ambulatory telepacks, the central station display and two remote displays powered off and will not turn on, causing loss of patient monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative visited the user facility and observed the reported problem. Correction included replacement of the system hard drive and replacement of the cooling fan. A loaner panorama central station was provided to the customer to use and the unit was returned to (B)(4) repair center for further evaluation.